Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal, the user was unable to deflate the balloon. The nurse attempted to remove the catheter; however, only 2cc of water was aspirated with the syringe. Subsequently, the nurse readjusted the catheter¿s position, and aspirated the water in order to remove the catheter. Urine leakage occurred from the urethral meatus.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal, the user was unable to deflate the balloon. The nurse attempted to remove the catheter; however, only 2cc of water was aspirated with the syringe. Subsequently, the nurse readjusted the catheter¿s position, and aspirated the water in order to remove the catheter. Urine leakage occurred from the urethral meatus.

Manufacturer narrative:
Received only the catheter for evaluation. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the sample was examined and did not find any holes, rips or tears. Introduced water into the drainage eye and did not find any leakage from the distal end of the sample. Inflated balloon with air while submerged in water and there were no bubbles to indicate a leak . Tested flow rate while balloon was inflated with10cc water and found the flow to be 155ml/min, 150ml/min and 150ml/min. The internal flow rate specification for a sample of this product type is 100ml/min minimum, so the sample did meet the internal specifications. Inflated balloon and found concentricity to be 70:30. The internal concentricity specification for a sample of this product type is 70:30 maximum, so the sample meets the concentricity specification. Inflated with 10cc of water and performed leak test. On the seventh day, the balloon was fully inflated with no signs of leaking. During the dimensional evaluation, the shaft of the catheter was measured and found that the catheter was manufactured within the specification. The shaft measurement - 18fr (within specification). There was no indication that this product was out of specification, and the product was manufactured per our manufacturing procedure. There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removal, the user was unable to deflate the balloon. The nurse attempted to remove the catheter; however, only 2cc of water was aspirated with the syringe. Subsequently, the nurse readjusted the catheter¿s position, and aspirated the water in order to remove the catheter. Urine leakage occurred from the urethral meatus.